Event description:
Baxter reported a leakage from the connection between a patient adaptor and a ti-adaptor. The set was in use is for 14 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.